Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the malfunction with the customer over the telephone. The tse recommended the customer replace the graphic user interface (gui) printed circuit board (pcb). The customer acknowledged the suggestion and will place a service call for the software download once the gui pcb is replaced.

Event description:
It was reported that, the ventilator display became inoperable. There was no patient involvement.